Event description:
It has been reported to philips that the there is a stop message on the system and system movements stopped working. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. Upon inspection, rse determined that there was a height error and there was a issue with the control module. Later, customer replaced control module on their own. After replacement of the control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.